Manufacturer narrative:
Device investigation: results: there was no visible damage to the exterior of the device. The apollo wand was tested using aspiration, irrigation, and vibration. The apollo wand functioned without an issue. The apollo wand is functional. Conclusions: the complaint has been evaluated. The complaint indicates that the apollo wand stopped aspirating about four minutes into the procedure. Evaluation of the returned device confirmed that the apollo wand was functional. The apollo wand was tested for aspiration, irrigation, and vibration and functioned without an issue. A leak was noticed from the connection to the generator, this leak was not described in the complaint. The root cause of this compliant cannot be determined. The apollo wand functioned properly. The manufacturing records for this device were reviewed and revealed no outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing a microneurosurgery procedure using the apollo system apollo wand to treat an intraparenchymal hematoma with an intraventricular hemorrhage component. After four minutes of aspiration, the apollo wand became clogged and would not aspirate clot. A new apollo wand was used and the procedure continued. There was no report of an adverse effect on the patient.